Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power supply and the system control board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The system control board was returned to the manufacturer for analysis. Testing found that the board had a malfunctioning buzzer and that the board passed all other testing. This confirmed an electrical failure due to the buzzer not working. The power supply was returned to the manufacturer for analysis. Testing found that when at high temperatures, the cable did not work as intended. Though operational at room temperature. This confirmed an electrical failure. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while at the end of a procedure, the imaging system was unable to perform 2d acquisition. Though the system was able to perform 2d acquisition at the end of the procedure. No information on the outcome of the procedure was provided.